Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed at the distributor. The reported problem (damaged case, check belt messages) has been confirmed. Upon investigation the monitor belt receptacle was missing . The cause of the check belt messages was the missing receptacle. The root cause for the missing receptacle was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was damaged and was getting check belt messages.